Event description:
During baxter review of software data, information received indicates that an omission of potassium phosphate occurred during compounding of a tpn solution. The facility reported that during compounding of the solution, the technician was aware of the omission and added potassium phosphate manually. No adverse events were reported related to the omission.